Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull the medication. The technical support specialist (tss) dialed into the server, ran device event report and identified a removal was done for fentanyl. Tss emailed customer for order identification and medicine identification, but the customer did not have the information and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to pull medications and showed as already taken. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.